Event description:
Patient reported that he went to (B)(6) the night of (B)(6) 2016, was admitted to the cardiac unit, and attended to by the "green team" cardiac team. Patient reported that two blood clots were discovered to have been dislodged; one traveling to one of the patient's lungs, and one traveled to the right ventricle of the patient's heart. Patient remained in the care of (B)(6) until discharge (B)(6) 2016.